Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 55 mg/dl, 77 mg/dl and below 50 mg/dl. The customer declined troubleshooting for low blood glucose. It was reported that they tried to calibrate and it was not working. The customer was advised to monitor the pump as system may recover and to call back if further assistance is needed. The sensor and insulin pump will not be returned for analysis.